Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the ok keypad button has been intermittently unresponsive for 3 weeks. He noted that the keypad buttons spring back as expected when pressed. The patient denied physical damage to the rubber keypad; denied that the pump has been exposed to moisture; and stated that he wears the pump in a leather case clipped to his waist.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The down arrow and ok keypad buttons were intermittently unresponsive during testing. There was evidence of keypad adhesive found under the down arrow and ok button key contacts.